Manufacturer narrative:
D.4. Product identifiers are unknown. H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Daniel coban, stuart changoor, conor dunn, michael pompliano, kumar sinha, ki hwang, michael faloon, arash emami. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding acdf with ultra-low dose bmp-2 versus posterior approach in multilevel fusions to the cervico-thoracic junction. Cervicothoracic junction (ctj): a critical surgical landmark that acts as a mechanical transition point between the cervical and thoracic spine. Multilevel surgery in this region is prone to complications such as adjacent segment disease (asd), pseudarthrosis, and sagittal malalignment. This study purpose was to compare clinical and radiographic outcomes in multilevel cervical fusion surgeries with respect to the surgical approach and inclusion of the ctj. Methods: study period: 2005 to 2013. Sample size: 155 patients with at least 5 years of follow-up. Groups: 1. Acdf with ultra-low dose bmp-2 to c7 2. Posterior cervical fusion (pcf) to c7 3. Pcf to t1/t2 inclusion criteria: patients with complete records and preoperative, early (<(><<)>1 month postop), and late (>2 years) radiographic films. Analysis: standard binomial and categorical comparative analyses. - revisions: group 1 (acdf with bmp-2 to c7): - 4 revisions due to neuroforaminal stenosis. - 2 revisions due to persistent radicular pain. - 2 hardware removal operations due to dysphagia. - 1 revision due to pseudarthrosis. - 1 revision due to adjacent segment disease (asd). - group 2 (pcf to c7): - 3 total revisions: one due to asd, one due to pseudarthrosis, and one due to hardware failure. - group 3 (pcf to t1/t2): - 4 total revisions: three due to pseudarthrosis, one due to asd, and one due to persistent radicular pain. -radiographic analysis: significant difference in mean early and late restoration conclusion: - clinically relevant complication rates leading to reoperation for long cervical fusions were lower than anticipated across all groups. - anterior procedures (acdf) had a higher rate of revision but better restoration of lordosis and pain scores at 5 years. - stopping at or crossing the ctj did not result in better overall clinical outcomes.